Event description:
The customer stated that the vial #1 lid failed to open on the axsym troponin-I adv reagent pack causing the sample probe to crash. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.